Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was leaking. Report 2 of 3. The following was translated from japanese to english: it's unusable because it's stuck in, and the chemical solution is leaking when injecting it (we've already explained that this is probably lubricant).